Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: limited usefulness of endoscopic evaluation in patients with continuous-flow left ventricular assist devices and gastrointestinal bleeding. Journal of heart and lung transplantation, 2018 jun 01; 37(6):723-732. Doi:10.1016/j.healun.2017.12.017. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and management of gastrointestinal bleeds (gib). Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who experienced gib, including recurrent gib, requiring hospitalization, upper endoscopy (egd)/video capsule endoscopy (vce), clipping/banding/argon plasma coagulation (apc) and injections of lesions to achieve hemostasis, as well as blood product transfusions and adjustment of anticoagulation medications. There were also patients who experienced pump thromboses and strokes on vad support. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.